Event description:
It was reported that during implant procedure of left ventricular (lv) lead, no abnormality noticed during inspection prior to use. Delivery catheter and sheath were used to deliver the lv to the target vessel, and the lv dislodged during slitting of the sheath. A different delivery catheter and sheath were used, and the lv again dislodged during slitting of the sheath. The delivery system, and lv were removed, replaced and the procedure completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.